Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine maintenance the technician noted a damaged beeper. There was no alarm for the event and the device would be returned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged beeper confirmed during routine maintenance was not able to be determined; however the investigation confirmed a compromised power module main pcba. Several parts were replaced during routine maintenance including the bottom housing, the power module main pcba and the piezoelectric speaker. The bottom housing and the power module main pcba were received for evaluation; however, the piezoelectric speaker was not received with the other parts. Visual inspection of the housing revealed the housing was damaged near the ac power connector. The damaged appeared mechanical; however, a specific root cause was not able to be determine. The returned power module main pcba was installed into a reference pm system and the evaluation revealed one of the transistors for the speakers was not operating properly resulting in a continuous alarm. A specific root cause for the transistor malfunction was not able to be determined. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The heartmate power module IFU section 2 "setting up the power module (pm) prior to use" and the section titled "inspection, cleaning & maintenance") both instruct users to check for damage, including cracks, in their power module before use. The heartmate ii patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.